Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent excision of eroded mesh on (B)(6) 2010 and on (B)(6) 2012 due to recurrent mesh erosion into bladder.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. It was reported that after implantation patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia, organ perforation and urinary problems. It was reported that patient underwent mesh excision due to erosion on (B)(6) 2010 and on (B)(6) 2012 it was further reported that the patient had surgery on (B)(6) 2005 for stage 2 prolapse, hypermobile urethra and stress urinary incontinence. No additional information provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed incontinence, recurrent urinary tract infection, urinary frequency and urgency.

Event description:
Details: it was reported that following insertion the patient experienced mixed incontinence, recurrent urinary tract infection, urinary frequency and urgency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.